Manufacturer narrative:
Product analysis: the product has not been returned for analysis; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Title: melody valve implant within failed bioprosthetic valves in the pulmonary position a multicenter experience citation: circulation: cardiovascular interventions (2012) 5(6):862-70 (doi:10.1002/ccd.24821) authors: matthew j. Gillespie, md; jonathan j. Rome, md; daniel s. Levi, md; ryan j. Williams, bs; john f. Rhodes, md; john p. Cheatham, md; william e. Hellenbrand, md; thomas k. Jones, md; julie a. Vincent, md; evan m. Zahn, md; doff b. Mcelhinney, md date of publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the implant of this transcatheter bioprosthetic pulmonary valve into a failed bioprosthetic valve. The retrospective study analyzed data from implants between april 2007 and january 2012. The study population included 104 patients (gender not provided, with a mean age of 26 years). It was reported that the devices were implanted valve-in-valve into 38 hancock conduits, 7 mosaic valves, 7 hancock ii valves and 4 freestyle valves. The reported device failure modes included; 49 incidents of combined regurgitation and stenosis; 81 incidents of moderate-to-severe regurgitation, 21 of mild pulmonary regurgitation, and 56 incidents of increased gradient measurements. Among all patients, 2 deaths and 1 explanation occurred that was reported not to be related to the device. Adverse events included; mild regurgitation, 2 incidents of stent fractures and 2 incidents of increased gradient measurements (<(><<)>25 mmhg). No treatment was prescribed for any of these adverse events. Other adverse events included 3 incidents of endocarditis (two of which were treated with surgical intervention). All cases of endocarditis took place between 4 months and >1 year after the implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.